Manufacturer narrative:
Date of post-operative femur shortening is unknown; however, the devices did not connect properly during the insertion procedure in (B)(6) 2015. (B)(4). The original implant procedure was performed on an unknown date in (B)(6) 2015. Per facility, the complainant part(s) were returned to the patient and are not available for manufacturer evaluation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4)- manufacturing date: august 3, 2015 - expiration date: june 30, 2024 . No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the proximal femur shortened despite a fixation attempt with a short trochanteric fixation nail (tfn). It appears that the distal inter-locking screw missed the nail back when it was originally implanted in (B)(6) 2015. A helical blade was implanted at the same time, but the device did not cut out of the femoral head, nor were there allegations against the device. The patient returned to the operating room on (B)(6) 2016, to have all of the original hardware (nail, blade, and screw) removed. The devices were fully intact upon explant. The patient was then converted to a total hip replacement. The procedure was completed successfully without delay. The patient's status was reported as fine. This report is 1 of 2 for (B)(4).